Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided indicated that the "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example - possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previous placed mesh), as such we have not identified this to be a reported device explant at this time. Based on the information provided it is unclear if the hernia repair done in the 2016 procedure is the same original hernia that was repaired in 2009 with the 3dmax mesh, however, hernia recurrence is listed as a known adverse reaction in the instructions-for-use. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2009 - the patient underwent surgery for repair of an inguinal hernia. A 3dmax mesh was implanted to repair the hernia defect. On (B)(6) 2016 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient was injured severely and permanently and had suffered and will continue to suffer physical pain.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to provide the correct manufacture and expiration date for the 3dmax mesh device. A manufacturing review was performed which found that the device provided was manufactured to specification. With the current information available no conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided indicated that the "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example - possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previous placed mesh), as such we have not identified this to be a reported device explant at this time. Based on the information provided it is unclear if the hernia repair done in the 2016 procedure is the same original hernia that was repaired in 2009 with the 3dmax mesh, however, hernia recurrence is listed as a known adverse reaction in the instructions-for-use. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum 1: addendum to the previous report. This supplemental emdr is being sent to provide the correct manufacture and expiration date for the 3dmax mesh device. A manufacturing review was performed which found that the device provided was manufactured to specification. With the current information available no conclusion can be made. Addendum 2: h11: this supplemental emdr is submitted to document additional information and to correct the product details. Based on the additional information received, no conclusions can be made. Per medical records provided, about 15 years post-implant of the right-sided 3dmax mesh, patient underwent mesh removal due to bowel obstruction. The medical records provided do not indicate a cause for the patient's postoperative course. Review of manufacturing records confirms product was manufactured to specification. Instructions-for-use supplied with the device lists adhesions as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2009 - the patient underwent surgery for repair of an inguinal hernia. A 3dmax mesh was implanted to repair the hernia defect. (B)(6) 2016 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient was injured severely and permanently and had suffered and will continue to suffer physical pain. Addendum per additional information provided: (B)(6) 2009 - patient who had bilateral inguinal hernia underwent laparoscopic repair with implant of two 3dmax meshes. Per the operative notes, "there were direct inguinal hernias present bilaterally. Both sides were repaired in identical fashion. Two 3dmax meshes (device #1 and device #2) were placed in the pockets created by mobilizing the peritoneum. The medial side was stapled to cooper's ligament and the mesh was secured." (B)(6) 2016 - patient developed lower abdominal pain and underwent diagnostic laparoscopy followed by exploratory laparotomy and removal of right inguinal mesh (device #2). Per the operative notes, "it was evident that the small bowel in the pelvis was necrotic. Adhesions were lysed to mobilize and release the closed-loop obstruction which facilitated dissection of the small bowel away from the mesh in the right groin. Once this was accomplished, the mesh was removed in its entirety." (Note: there was no mention of 3dmax left mesh in the op report) attorney alleges adhesions, bowel/intestinal removal and pain.